Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
There are currently no complaints against the device. Physician further reported the device was found to be intact during explant surgery.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side rupture found on full body scan. Healthcare provider later reported upon explant device intact. The device has been explanted and replaced.